Event description:
A customer contacted baxter's global technical service center to report a check drain line alarm on the homechoice(hc)device during drain 4 of 4. The drain volume (dv) was 3430ml and increased to 4094ml the fill volume (fv) was 2500ml. This drain volume meets overfill criteria. The hp did not want to swap out the device. On (B)(6) 2010, product surveillance contacted the nurse regarding the overfill event. The nurse stated that she was informed of the situation and that the patient was doing well on the cyler with no further symptoms of overfill. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A swap of the device was requested by baxter but the customer declined. Review of the previous service record revealed no issues that may have caused or contributed to the reported difficulties. No device failure or malfunction was reported that would have caused or contributed to the incident. The device was not returned to baxter, precluding further device investigation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.